Event description:
It was reported that a small volume folfusor had experienced a no flow. The had been filled with fluorouracil. This occurred during patient connection, however no adverse event was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however it has not yet been received by baxter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was recieved for evaluation. Visual inspection found that there were no abonormalities which could have contributed to the reported condition. Functional testing revealed that the device flowed readily and could find no evidence of no flow. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.